Manufacturer narrative:
This report is submitted on january 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016.